Manufacturer narrative:
Additional information from the boston scientific field representative has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right ventricular (rv) lead and device exhibited high out of range shock impedance greater than 200 ohms. All other tests indicate acceptable values. Boston scientific technical services (ts) was contacted and discussed possible electromagnetic interference (emi). The device was explanted and replaced for a therapy upgrade. The rv lead remains in service. No adverse patient effects were reported.